Event description:
It was reported that pump touchscreen became frozen and would not respond to customer input, preventing customer from interacting with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support, but touchscreen remained unresponsive, so customer used backup insulin pump and had already opened and begun using travel loaner; technical support arranged express shipment of replacement pump, confirmed storage instructions for affected pump, and advised customer to re-enter pump settings into replacement device.